Manufacturer narrative:
Philips service replaced the mpdu control unit and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent loss of fluoro occurred due to mpdu control unit failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.